Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral pt was revised. Pseudotumor was discovered intraoperatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, implant date, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Bilateral patient was revised. Pseudotumor was discovered intraoperatively. Update: (B)(4) 2011 - litigation papers received. They allege that doi was on or about (B)(6) 2009. Litigation does not mention bilateral. There is no new additional information that would affect the investigation. Update: (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information and correct date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Bilateral patient was revised. Pseudotumor was discovered intraoperatively. Update: (B)(4) 2011 - litigation papers received. They allege that doi was on or about (B)(6) 2009. Litigation does not mention bilateral. There is no new additional information that would affect the investigation. Update: (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information and correct date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.